Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on patch/shell bond edge side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side saline "rupture". Device has been explanted.

Event description:
Healthcare professional reported right side saline "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: saline "rupture.

Event description:
Healthcare professional reported right side saline "rupture". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 11/apr/2024.

Event description:
Healthcare professional reported right side saline "rupture". Device has been explanted.